Event description:
Five days following a cesarean procedure the patient experienced a wound separation which was closed with steristrips and no anesthesia in the emergency room.

Manufacturer narrative:
Device not returned to manufacturer.